Manufacturer narrative:
The technician isolated the issue to the hydraulic valves. He replaced two valves to repair the bed.

Event description:
Info received indicates the head section will not go up.